Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female had a mentor smooth round moderate profile 475cc saline prosthesis implanted on (B)(6) 2009. Deflation was diagnosed by a physician on (B)(6) 2018. As a result, an explant is planned for (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 5646561 was reviewed on 4/11/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the replacement surgery operative report. Left sided capsular contracture (baker's grade unknown) and ptosis was noted in addition to the deflation already reported. The replacement implants were 475cc mentor gel prostheses. No procedural complications were noted. The investigation of the returned device was completed by the failure analysis lab on 7/21/2018. Device evaluation summary: it was reported that a (B)(6) year-old female had a mentor smooth round moderate profile 475cc saline prosthesis implanted on (B)(6) 2009. Deflation was diagnosed by a physician on (B)(6) 2018. Capsular contracture and ptosis were later noted. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. A rent measuring approximately 0.1 cm was observed within the crease on the posterior aspect. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).